Event description:
On (B)(6) 2014, the reporter stated that venflon tore and was found missing in the body while removing the catheter. Later they found the piece in the body and remove it surgically. Add'l info rec'd via (B)(4) on (B)(4) 2014, the reporter stated that the patient was a (B)(6) male, the catheter had been infusing for 72 hours to the left hand. During discharge, the catheter was being removed and that is when they found that a piece of the catheter was missing. A fluoroscopy was performed to find the missing piece. The catheter piece was removed surgically and the patient was discharged the same day.

Manufacturer narrative:
The actual customer returned sample shows evidence that the catheter tube was cut while inserting it during its application suggesting for incorrect insertion of the cannula and the catheter inside the patient's body. The investigation team reviewed the potential cause of the cutting of the catheter tube in manufacturing process and verified the process controls. No evidence of such failure or defect could be generated on manufacturing machines and hence it is concluded that the cutting of the catheter tube is attributed to incorrect insertion of the tube during its usage. Ten retention samples were inspected for catheter pull force for incident reported. All samples found within the specification limit. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. The incident has been added to our database and will be tracked for emerging trends.